Manufacturer narrative:
An event regarding wear involving accolade stem was reported. The event is confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 10-september-2019. This inspection indicated: damage was observed on the stem neck and trunnion consistent with loss of taper lock. Debris was observed on the posterior surface of the neck. A material analysis has been performed. The report concluded: damage was observed on the stem neck and trunnion consistent with the loss of taper lock. Xrf showed the stem and head were consistent with an astm f1813 alloy and an astm f1537 alloy, respectively. The debris collected from the stem neck is consistent with an oxide, corrosion product, biological material, and the hip stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient experienced trunnionosis. The implants were revised to cone/conical restoration modular.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient experienced trunnionosis. The implants were revised to cone/conical restoration modular.